Manufacturer narrative:
The insulin pump passed the displacement test and sleep current measurement and self test. However, the pump failed the active current measurement due to moisture damage on the electronic assembly. The pump was received with a cracked case (battery tube). (B)(4).

Event description:
Information received by medtronic indicates the insulin pump rejected new batteries due to a metal piece lose, a crack under the clip area, and the transmitter did not seem to be accurate. The customer declined troubleshooting. No further details reported. The insulin pump and transmitter will be returned for analysis.